Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bayreuth, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: fuse trips when compressor is used and error code reported is displayed. Most likely root cause is a leakage in the cooling circuit. Device cannot be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed post procedure an error message related to an excessive temperature of the cooler and device fuse tripped. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. The reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, water may infiltrate the cooling circuit and the compressor unit. This potential failure mode can result in immediate damage to the cooling compressor system. Subsequently, compressor failure leads to an increase in the device's leakage current, triggering the circuit breaker. The erosion kit upgrade was previously installed on this device in 2019. This upgrade features a redesigned pump head for the stirrer motor, aiming to prevent water flow directed towards a specific area of the evaporator coil. The issue was complained about 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.